Event description:
The user received vitamin b12 results for one patient which did not meet the clinical picture. A sample collected on (B)(6) 2010 gave a result of 6298 pg/ml and a sample collected on (B)(6) 2010 gave a result of 28190 pg/ml. No information was provided to determine if the alleged erroneous results were reported or if the patient was adversely affected. The vitamin b12 reagent lot number was 156435.

Event description:
Caller alleged that the following results were obtained on a neonate patient less than 10 minutes apart, with a greater than 25% variance in results: 60 mg/dl (inform meter) and 40 mg/dl (lab) variance = 33% no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Investigation confirmed a high vitamin b12 result of > 2000 pg/ml (undiluted) and of 3860 pg/ml (diluted 1:2) on the elecsys (B)(4). The sample was also tested using a siemens centaur. Independent of the method, a vitamin b12 value above the reference range was measured in this patient sample. Since the high vitamin b12 value was confirmed by an independent method, an interference with the elecsys b12 assay and an instrument error seems very unlikely. No adverse events were reported.